Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that the connecting tube coating was peeling. Additional observations were: water tightness lost due to cut on distal end rubber coating (a-rubber); scratch on distal end, grip, s-cover, angulation lever, ud plate, and control unit; wear on a-rubber adhesive; s-cylinder is shaved; bending angle in down direction does not meet the standard value due to wearing of angle wire; and white dots in image due to charge couple device unit damage. The user¿s complaint of leakage in a-rubber was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The device was returned by the customer for the issue of leakage from the distal end rubber coating. There is no reported harm to any patient. Upon evaluation of the returned device, it was observed that the connecting tube coating was peeling. This medwatch is being submitted for the reportable issue of connecting tube coating peeling observed during device evaluation.

Manufacturer narrative:
E2, e3 ¿ three attempts were performed to obtain occupation for the reporter but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The cause was presumed to be physical/chemical stress, as detailed below: ·physical stress - the insertion section interfered with and was rubbed against the mouthpiece; and, the device was used for a procedure while the insertion tube was not smoothly passed through the endotracheal tube. ·chemical stress - a non-water soluble spray-type pharyngeal anesthetic (xylocaine spray, etc.) Was directly sprayed to the insertion section; and, the device was reprocessed by using a detergent solution which was not recommended by olympus. Users can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Users can decrease/prevent the suggested event by handling the device in accordance with the following IFU: warnings and cautions : if it is difficult to insert the endoscope, do not forcibly insert the endoscope; stop the endoscopy. Forcible insertion can result in patient injury, bleeding and/or perforation. If necessary, apply a medical-grade, water-soluble lubricant to the insertion tube. Use a medical-grade, low-foaming, neutral ph detergent or enzymatic detergent and follow the manufacturer¿s dilution and temperature recommendations. Contact olympus for the names of specific brands that have been tested for compatibility with the endoscope. Do not reuse detergent solutions. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information has been received for this event. Correction will be made to g3 date of the initial MDR. This supplemental report is being submitted to provide this information. Please see the updates in sections: e1, e2, e3, g3, g6, h2, and h10. The g3 date of the initial MDR should be dec 23, 2021 (and not dec 26, 2021). This device is a loaner device that was returned by the customer.